Manufacturer narrative:
Na

Event description:
The customer reported that the unit restarted and alarmed while in use on a pt. The customer reported there was no pt harm. Respironics service tech was not able to duplicate customer reported problem. The service technician confirmed a diagnostic code in the ventilator log history that indicated a 24/12 volt failure. The service technician replaced the power supply to correct the reported problem. During final testing the external battery failed to specs. The external battery was replaced to correct the finding. Extended self testing (est) was completed and all tests passed per operating specs.